Event description:
Reportable based on device analysis completed on 06feb2026. It was reported that premature deployment occurred. A 10mm x 40cm interlock?-35 was selected for use in a procedure. During the event, the interlock?-35 was damaged and separated inside of the delivery sheath, which caused premature deployment. Additional information has been requested through the good faith effort (gfe) process regarding patient condition and procedure details; however, no additional information has been received. However, device analysis revealed the coil arm was detached.

Manufacturer narrative:
Device evaluation by manufacturer: the interlock-35 main coil, introducer sheath and the delivery wire were returned for analysis. Inspection did not identify failures or evidence that could be lost due to decontamination process. Visual and microscopic evaluation identified that the main coil was detached at the arm coil and stretched (losing form) at the primary coil section.